Manufacturer narrative:
The customer's calibration and qc results, sample pre-analytical details, and system alarm trace were requested but not provided. The customer provided the patient's sample from (B)(6)2021 for investigation. The investigation confirmed the customer's ft4 result. The observed differences in ft4 values generated with the roche assay and abbott assay are most likely caused by differences in the overall setups of the assays, the antibodies used, differences in reference materials, and the differences in the standardization methodology used. Product labeling states: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys tsh assay and elecsys ft4 iii assay results for one patient tested on a cobas 8000 e 801 module. The e 801 module serial number was requested but not provided. The patient had a sample collected on 20-oct-2020 and on 15-jun-2021. The tsh and ft4 results were reported outside the laboratory. The physician questioned the results and asked for re-measurement of the samples. The customer provided the samples for an investigation and the samples were tested on a cobas 8000 e 801 module, cobas e 411 immunoassay analyzer, and an abbott architect. This MDR is for ft4 iii assay. Refer to the medwatch with patient identifier (B)(6) for tsh v2 assay and (B)(6) for tsh v1 assay.